Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error/e70. Customer's blood glucose was 242 mg/dl. The customer reported that drive support cap appears normal and had a dental x tray a couple of months ago. The customer found out that there is e70 alarm presence when reviewed alarm history. The customer had a 2 motor error in thirty days. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump passed self test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and motor test. No motor error alarms noted. No a13 alarms were noted. The operating currents are within specification. The drive support disk was inspected and no anomaly was noted. The insulin pump had minor scratched lcd window.